Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the right atrial lead exhibited intermittent undersensing. The patient's implantable cardioverter defibrillator (ICD) was reprogrammed to ventricular only svt discriminators. The patient would be monitored.

Event description:
New information notes the lead was capped on (B)(6) 2014 due to undersensing.